Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was revised and remains in use. No patient com plications have been reported as a result of this event.